Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a labral repair procedure, the straight knotless fibertak drill was advanced into the glenoid. The fibertak anchor, (B)(4), was inserted and immediately upon insertion, the tip of the driver bent. However, after re-positioning over the hole, the anchor was able to be malleted in. When pulling on the suturetape end, the suture pulled out and it became noticed that it had been severed. A post-op x-ray was sent to the rep after the case and it shows a foreign body in the glenoid. Additional information provided (B)(6) 2020- rep was present for the case. X-ray shows the foreign body which shows up as metal. The bone was prepped with a straight drill. No additional incision was made. Surgeon does not plan on revision. Patient was a male, (B)(6).